Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during interrogation, this device recorded a code 1007 indicative of capacitor charge time exceeding limitations. Technical services (ts) were consulted and discussed that the 1007 code indicates that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. A ts consultant requested that the field submit device data for further analysis to be performed. At this time, no further data has been received. This device remains implanted and in service. No adverse patient effects were reported. Additional information: new information was recently provided that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that during interrogation, this device recorded a code 1007 indicative of capacitor charge time exceeding limitations. Technical services (ts) were consulted and discussed that the 1007 code indicates that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. A ts consultant requested that the field submit device data for further analysis to be performed. At this time, no further data has been received. This device remains implanted and in service. No adverse patient effects were reported.